Event description:
It was reported that the device would not operate on ac source and charge installed battery. There was no report of patient involvement with the incident.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that it would not operate on ac power and the installed battery. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly and determined the root cause for the reported incident to be a failure of the power supply module's ac power supply, the q1 transistor was shorted and q2 damaged. The f1 fuse was also found open.